Event description:
Acute anterior mi-severe triple vessel disease, pci/stent mid-lad. Two days later return to cath lab, thrombus/spasm mid/distal lad, pci/stent to proximal and mid lad. Three days later planned pci/stent proximal rca. Three days later emergent return to cath lab, acute thrombosis of recently stented lad and rca, pci/stent mid rca and proximal lad. Prognosis poor, condition declined, expired 8 days later.